Event description:
Reporter indicated, a patient's vns device was noted to be disable at an office visit. The patient was in a study and the reporter did not do any vns adjustments. The patient's physician does not see the patient due to insurance issues so the vns has remained disabled. No adverse events have been reported as a result of the vns being disabled. The patient stopped feeling vns stimulation in approximately (B)(6) 2009, and the patient has not been seen by her physician for about 8 months. The patient is in the process of seeking another vns physician. Attempts for programming history form the previous physician have been unsuccessful to date.